Event description:
Metal top part snapped off - oral-b toothbrush [device breakage] case narrative: reporter stated on e-mail that while their child was brushing her teeth, metal top part of the oral-b toothbrush snapped off in the toothbrush head. No injury was reported. Follow-up: product start date and event start date added. No injury was reported. Follow-up: suspect product batch/lot no. Added. No injury was reported. Follow-up (04-nov-2025) product investigation results: oral-b toothbrush (suspect) was investigated. The driving shaft is broken at the notch. Cause of failure is consumer related (effect of force). Based on investigation, "no manufacturing cause" and "no design issue" was identified. No injury was reported.

Manufacturer narrative:
05-nov-2025: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal top part snapped off - oral-b toothbrush [device breakage]. Case narrative: reporter stated on e-mail that while their child was brushing her teeth, metal top part of the oral-b toothbrush snapped off in the toothbrush head. No injury was reported. Follow-up: product start date and event start date added. No injury was reported. Follow-up: suspect product batch/lot no. Added. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal top part snapped off - oral-b toothbrush [device breakage]. Case narrative: reporter stated on e-mail that while their child was brushing her teeth, metal top part of the oral-b toothbrush snapped off in the toothbrush head. No injury was reported. Follow-up: product start date and event start date added. No injury was reported.

Event description:
Metal top part snapped off - oral-b toothbrush [device breakage] case narrative: reporter stated on e-mail that while their child was brushing her teeth, metal top part of the oral-b toothbrush snapped off in the toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.